Manufacturer narrative:
Investigation: visual inspection: the following observations were made on the basis of pictures from lot 20061916: the valves were connected the opposite way around. Results: based on our investigation results, we have determined that there was failure in the configuration of the m.blue plus. Due to the fact that the surgeon has detected the condition, noted a comment in patient's card and implanted the product, no further measures are required. Functional characteristics are not limited, a revision is not necessary. Accordingly, a field safety corrective action (fsca) and a field safety note (fsn) were issued for the affected batch. Additional actions will be implemented in form of a CAPA, a fsca and a fsn.

Event description:
It was reported that a m.blue plus (part # fx804t) showed a deviation. According to the complainant, the m.blue plus was connected in the opposite way around. The surgeon still implanted the valves. The flow directions of the valves were correct. Instructions were included in the patient notes so that anyone wanting to adjust either valve would know where they were placed. No patient complications were reported as a result of the event.